Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the insulin was leaking from the cartridge compartment. The reporter stated that she is at work and the patient is at school with the pump. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the leaking cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.